Event description:
On (B)(6) 2014, the pt's ipg was relocated due to discomfort at the ipg site. During the procedure, the suture hole for the ipg was found to be torn through. The procedure was completed without complications.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.